Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of birth - (B)(6). Expiration date - ni. Date implanted - 2011. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00739 / 00740).

Event description:
Patient underwent a right hip revision procedure approximately five years post-implantation due to adverse reaction to metal debris (armd). The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Visual inspection wear patch and two wear stripes on the articulating surface of the femoral head. The presence of these features implies that there was likely a degree of edge loading or component subluxation. A conclusive root cause of the event could not be determined with the provided information. This report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2016-00739 / 00740 & 00936).